Event description:
It was reported while using bd 2 ml syringe with 24g x 1" needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that leakage of medication.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there are no samples and no photograph along with the reported complaint of leakage and tightness for material number 300844 and lot number 2278065. The device history review (DHR) of material number 300844 and lot number 2278065 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigating team has used the one retention sample of material number 300844 and lot number 2278065 for investigating the reported defect. The investigation and simulation were carried out on one retention sample where the investigating team has verified the leakage and plunger sustaining force tested the samples for leakage and tightness and no leakage no tightness was found in the retention sample all the force was found within limits. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined.

Event description:
It was reported while using bd 2 ml syringe with 24g x 1" needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that leakage of medication.